Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) was not capturing a bradycardia alarm. They also reported they were not seeing the time interval being captured on the ocrg. Nihon kohden clinical provided the customer with instructions on how to save the default settings for time intervals. No patient harm or injury was reported. Investigation summary: the ocrg trend continuously graphs hr and spo2 along with a compressed respiratory waveform for easy comparison of breathing cessations and hr decelerations. The ocrg window can display up to 72 hours of trend graph. The ocrg window is available only when the patient type is neonate. The severity assessment is for a reported event of ocrg window not displaying the bradycardia alarm. Since alarms are captured under "alarm history" and "full disclosure" windows; there is no patient impact when alarm is not displayed at the ocrg window. The customer needed assistance in understanding whether the brady alarm would show on the ocrg window. Alarm functionality was not impacted. Continuity of patient monitoring was not impacted. Nihon kohden application specialist later emailed the customer additional information in changing settings under the ocrg window. There is no indication that the device had malfunctioned. Service history for this serial number shows no subsequent reported events related to alarm.

Event description:
The customer reported that the bedside monitor (bsm) was not capturing a brady alarm. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their bedside monitor (bsm) is not capturing the brady alarm. No harm, or injury was reported. They also reported that they are not seeing the time interval being captured on their crg. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their bedside monitor (bsm) is not capturing the brady alarm. No harm, or injury was reported.